Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced a one diopter hyperopic shift at one week post-op. It is reported the patient did not use the steroid drop as directed. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of hyperopic shift; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information was provided for adequate evaluation of the case. No information is provided regarding the patient's preoperative biometry, the intraoperative procedure, or the intraocular lens used in conjunction with the stent procedure. There is no mention of system failure. A possible root cause is that refractive changes have been associated with a variety of complications (e.g., maculopathy, choroidal effusion, anterior chamber shallowing, etc.) Associated with use of the stent that are clearly stated risks in product labeling. The manufacturer internal reference number is: (B)(4).